Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 400 mg/dl. Customer delivered a bolus to bring bg level down. Reportedly, the bolus caused a burning sensation and did not assist with bringing bg levels down. The customer delivered a manual injection to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer was recommended to change the site location to the buttocks and use the abdomen for placement of the continuous glucose monitor.